Event description:
Doctor had valves sitting on the shelf in an out of (B)(6) for years. He implanted on e (fp7 w/pc clip) that expires in 2015 in a neovascular glaucoma patient. The valve was primed but was hard to prime. Iop was in 40's 2 weeks after surgery. The valve was explanted the week of (B)(6). We are awaiting the return of the explanted valve. The explanted valve was replaced by an ahmed glaucoma valve fp7. The patient is doing well after the replacement surgery with no reported complication.

Manufacturer narrative:
We are awaiting further information from the doctor. The results of the investigation are pending. The explanted valve was replaced. The patient is doing fine with no reported complications.